Event description:
Boston scientific received information that during a recent post implant check, the atrial morphologies appeared abnormal. It was believed that the atrial lead dislodged into the ventricle as atrial lead testing was producing more of a ventricular capture morphology. Technical services reviewed an electrogram and agreed with the clinician's assessment that the atrial lead dislodged. No adverse patient effects were reported. This patient is not pacemaker dependant.

Manufacturer narrative:
All available information indicates this lead remains in service. Should additional information become available, this report will be updated.